Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and early diabetic ketoacidosis (dka). The customer was hospitalized and insulin was administered via intravenous (IV) drip. It was reported that the customer was also receiving occlusion alarms. The contact was unsure if the hospitalization was due to the occlusion or gastro paresis. It was indicated that the cartridge had been in use for 5 days and the customer is using apidra. During troubleshooting with tandem technical support, a system check was performed and indicated that the occlusion was in the tubing. The customer was discharged from hospitalization on (B)(6) 2016.